Manufacturer narrative:
E1: initial reporter postal code: (B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in tubing of a homechoice cassette without an alarm. This occurred during filling of peritoneal dialysis therapy. Another set was tried and the result was the same. There was no report of patient injury or medical intervention associated with this event. No additional information is available.